Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2mg/ml at 0. 6874mg/day via an implantable pump. It was reported that per the patient no pain relief. There were no reported environmental, external or patient factors that may have caused or contributed to the issue. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a new system was placed. A new pump and catheter placed today as the previous pump and catheter were not helping the patient with her pain. This was reported at another facility. The healthcare provider re-trialed her with his approach to tdd (targeted drug delivery) and the patient had great pain relief. Yesterday a new catheter was placed at a different level and connected to a pump. She had a test ptm bolus in recovery and reports it was very helpful. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was returned and no significant anomalies were found. Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2016, explanted:(B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.